Event description:
A malfunction with code malf 12 was reported, but no notable events occurred prior to it. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer was guided by technical support to reset the pump, and the malfunction code did not recur post-reset. The customer chose to load the cartridge onto the pump independently and was advised to contact support if the issue reappeared.